Event description:
Frequent helium leak alarm noted on competitor's pump after an undetermined amount of time, with loss of 20psi over 1 hour. No blood was noted in the tubing at this time. The dr was notified and the iab therapy was discontinued.